Event description:
During the vitrectomy phase of the surgery, the "nipple" on the vitrectomy hand piece probe broke off as surgeon was removing probe from the eye through the trocar. Surgeon searched in and around the patient's eye using microscope, indirect headlight and lens; scrub tech also searched for broken piece using microscope; unable to locate piece. Surgeon completed the surgery; x-ray was called and taken; surgeon read x-ray which was negative. Patient had extra radiation exposure and or/anesthesia time; otherwise no harm.what was the original intended procedure?pars plana vitrectomy, membrane peeling, air injection, right eye.